Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were somehow getting a bolus during the cassette change and making the patient become hypotensive. There was patient involvement.

Manufacturer narrative:
No product was returned. Serial number was not provided to review previous repairs. No history log was provided. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. Unable to determine a probable cause as the device was not returned for evaluation.